Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. Corrected: h1 (from serious injury to malfunction), h6 (medical device problem code, clinical code, impact code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: what kind of damage was on the post of the broaches. Were they bent/deformed or scratched? The broaches had become deformed and scratched.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Patient underwent an unknown procedure on (B)(6) 2026. The calcar planer had damaged both the 11 and 12 broaches connection points. The surgeon hadn¿t realized this until the neck trial then got stuck on the 12 broach making the trial construct very difficult to remove. Neck trial will not connect onto 11 and 12 broaches due their damage now but neck still works on the other sizes. The patient suffered a crack to the calcar whilst trying to get the stuck trial out and needed a cable for reinforcement. Once stuck broach came out the implants were implanted. Procedure was completed with a fifteen minute surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.